Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed during the prime/rewind process. The blood glucose reading is 370 mg/dl. Customer treated with manual injection. Insulin squirted out of the insulin pump during manual prime process. The drive support cap is protruded. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. Cracks on the belt clip slot, reservoir tube lip, reservoir tube, reservoir tube window and a scratched lcd window noted.